Event description:
Same case as MFR report #2134265-2008-00528. It was reported that following a coronary artery drug eluting stenting procedure, death occurred. The procedure was emergent due to st-elevation myocardial infarction (stemi). The 100% stenosed, eccentric, de novo lesion, was in the left circumflex (lcx) artery. Access to the lesion was obtained via the transradial approach using a unk type 6f radial guide catheter. A 3.0x20mm taxus drug eluting stent (des) was deployed in the target lesion. A 3.0x15mm quantum maverick balloon was used to post dilate the stent. A pt2 guidewire was used in the procedure and the guidewire "broke in the first obtuse marginal after kissing balloon." It is unk when during the procedure the pt2 guidewire breakage occurred. The break occurred in the distal portion of the pt2 guidewire and the physician was unable to remove the guidewire as a unit. An unsuccessful attempt at retrieving the separated was performed. At an unspecified time, the pt died. The reported cause of death was stemi. The relationship of the taxus device to the pt's death is unk. Additional info has been requested but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.